Manufacturer narrative:
H6 correction: the codes were updated to reflect normal eol/eri. The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.